Event description:
It was reported the patient had continued dissatisfaction with the healthcare provider (hcp), and that the hcp said that the pump was giving the patient too much morphine, so they lowered it. The patient stated when she asked how much it was lowered, he said it was left the same but he also said ¿I would feel the effect in 2 days". The patient stated she had a comprehension problem, and did feel an effect 2 days later but something was wrong and there were side effects. The patient then stated ¿the people who were taking care of me were making remarks about the medication and how I was being overdose by the surgeon and was going to get the side effect in a couple of days.¿ it was later reported the patient then went on to state that ¿she understands certain side effects she was getting and what was happening in the emergency room¿. It was unclear what the patient was referring to. The pump previously contained baclofen, morphine and bupivacaine. At the time of report, the pump contained saline. (See manufacturing report #'s 3004209178-2012-10526 and 3004209178-2011-09012)

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).